Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. The system performed as intended. A full system check-out was completed and all tests passed. Full system functionality was confirmed. No parts were replaced and no parts were returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in an functional endoscopic sinus surgery (fess) case, the tracer registration was no longer on the navigation system. It was reported that while navigating, when verifying another instrument, the software jumped back to the registration page with the tracer pattern missing. The non-invasive patient tracker was placed in the center of the forehead. The patient was re-registered and the case proceeded. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided as the reported issue could not be reproduced by medtronic personnel when testing onsite.